Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported problems with the insulin pump. Customer stated that the insulin pump did not alarm no delivery, which caused the diabetes ketoacidosis and she ended in the hospital. The caller stated while attempting to prime the device it was jumping to 1.2 units, then 1.5 units and then 0.9 units, but no insulin was coming out at the end of tubing. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.